Manufacturer narrative:
As no further information concerning this report is available at this moment, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead exhibited low out of range pacing impedance measurements during a therapy upgrade procedure, no observations found visually, patient is being monitored at this time